Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer upgraded all tower door latches to revised versions and corrected an alignment issue between doors two and six, ensuring no longer rubbed during operation. Each door was individually tested and confirmed to be functioning properly. The top lamp was replaced, while the lower lamp remained operational, providing adequate visibility. Although some replacement lamps provided by the customer were damaged or non-functional, others appeared fine but didn¿t work as expected, and additional replacements were ordered. Led-style lamps were installed, and their functionality was verified. Lamp replacement was completed and verified function of new lamps. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.